Manufacturer narrative:
Corrected to adverse event in initial MDR. Corrected to required intervention to prevent permanent impairment/damage in initial MDR. Corrected to serious injury in initial MDR. Patient code 2692 corrected to patient code 3191 (secondary surgical intervention, explant) in initial MDR. Device code 3189 corrected to device code 2993 in initial MDR. Method code 4111 should have been included in initial MDR claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Explanted: unk. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated a cc4204a collamer single piece lens, +10.5 diopter, was removed from the patient's left eye (os). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.